Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.2mm and the lesion length was 22mm. Pre-procedure was 95% stenosis and post-procedure was 0% stenosis. A 3.0x28mm liberte stent was implanted. No information if direct stenting was attempted. Due to a dissection an additional liberte stent was implanted. The procedure was a technical success. The patient was discharged 5 days later without angina complaints or silent ischemia. Discharge medication included asa 100mg daily/indefinitely and clopidogrel 75mg daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure, and is noted in the directions for use.(B)(4). Device not returned for analysis